Event description:
Information was received indicating that this extension set exhibited leakage. It was noted that the leak was observed at the filter and caused under delivery of the medication. The extension set was changed out. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Functional testing included use testing. No leak was detected during testing. Based on the evidence, the compliant was not confirmed. The root cause could not be identified.